Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out of range shocking impedance measurements (>125 ohms). There has been no intervention at this time. No adverse patient effects were reported. The system remains in service.